Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during growing rod lengthening procedure, after exposure of the original existing hardware, the surgeon determined that the interface between the wedding band connector and the rod was loose. The surgeon could immediately tell that the single innie set screw locked into the connector on the open side of the 4.5 / 4.5 connector was stripped and cross threaded. He then attempted to implant a new single innie set screw which immediately cross threaded, removed that set screw, and also the original 4.5 / 4.5 connector. Then used in-situ benders to adjust the rod and implanted a new connector and determined that the original was damaged. There was a surgical delay of ten (10) minutes. There were no fragments generated. There were no patient consequences. The procedure was successfully completed. Concomitant device reported: unknown rod (part#: unknown, lot#: unknown, quantity unknown); exp 4.5 ti op/clsd 4.5x4.5 (part#: 186172345, lot#: unknown, quantity 1). This report is for one (1) exp 4.5 ti single innie. This is report 1 of 2 for (B)(4). This complaint will capture the intra-op event (attempted to implant a new single innie set screw which immediately cross threaded) while (B)(4) will capture the post- op event (loosening of the interface between the wedding band connector and the rod, single set innie screw was stripped and crossed threaded, infection was present).